Manufacturer narrative:
The affected part was returned to livanova deutschland for a detailed investigation. The investigator could reproduce the reported issue. The problem could be traced to a defective electronic component.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The reported issue was identified by a livanova representative during maintenance. The service representative was able to trace the failure to a blocked stirrer motor. The defective motor was returned to the manufacturer for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed error messages and the stirrer motor did not start. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.